Manufacturer narrative:
Per tandem's t:slim user guide do not remove or add insulin from a filled cartridge after it is installed on the pump. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) with multiple cartridges during the load process. Customer's blood glucose level was 326 mg/dl, which was addressed with a bolus delivery via the pump. Reportedly, the customer was able to load an old cartridge successfully.